Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please confirm the number of sutures that broke during this procedure? 2. Was the suture broken in the package, when it was taken out of the package, when it was handled before being used on the patient, or when it was being used on the patient? Please provide details for each affected suture. Both being used on the patient. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a bentall procedure on (B)(6) 2024 and suture was used. Suture had broken during the case. Surgeon stated that one of them had no tension during the procedure. They were able to get one that worked to complete the case without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections was received for analysis. Product code hs6855h. This product code is double-armed. During visual inspection of the returned sample, the ends of the suture pieces were noted to be cut and crushed probably caused by a surgical instrument. The ends do match between them. Additionally, dent marks were identified on the surface of one of the suture pieces. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.